Manufacturer narrative:
Device received with corroded battery tube and battery cap contact. Device alarmed motor error during basic occlusion test due to force sensor resistor damage by moisture. Unable to verify compromised force sensor system alarms due to motor error alarms. The motor home switch found with slightly corroded. Device received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window. Device received with missing end cap sticker and address / serial number label. Device received with debris under display window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Insulin had been squirting out the device and the device had alarmed multiple compromised force sensor system alarms. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.